Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranged from 35-40 mg/dl. Suspected cause of low bg was due to dropping the pump on the floor; however, no damage to the pump was observed and the pump appeared to be working correctly without any alarms occurring at the time of event. Low bg cause could not be confirmed. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.